Manufacturer narrative:
An investigation has not yet been completed for this event. A supplemental report will be submitted once the investigation is complete.

Event description:
It was reported that the device would not steer into a full curve. There was no patient injury, medical intervention, or extended procedure time reported. Upon visual inspection of the complaint device, a kink/bend was located distal to the transition point of the catheter.

Manufacturer narrative:
The device was visually inspected and bends were found at 1.5cm and 5cm from the distal tip. The connector and the electrodes of the device appeared to be intact. The curve was evaluated per the ep catheter final inspection procedure. The device did not meet curve and plane specification. The device was submitted to inline testing in and the device was found to be eligible for rejection for kink/bend. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. A review of the DHR supports that the device is unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause is mishandling subsequent to distribution from stryker. Instructions for use (IFU) review: inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. This report was initially filed due to sss being in a two year reporting cycle for ep catheters having a kink distal to the transition point. The investigation revealed that there was not a kink distal to the transition point of catheter. There was a bend in the catheter, which is not a failure mode included within the two year reporting cycle and there is no history of injury from this reported event type.

Event description:
It was reported that the device would not steer into a full curve. There was no patient injury, medical intervention, or extended procedure time reported. Upon visual inspection of the complaint device, a kink/bend was located distal to the transition point of the catheter.